Event description:
It was reported that the patient had developed recurrent heart failure with reduced ejection fraction and cardiogenic shock. This was thought to have been complicated by large left ventricular and right ventricular thrombi and a cerebral vascular accident. The patient had experienced a decrease in flow and a ¿grinding¿ noise was heard from the pump. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage with parameters consistent with potential thrombosis. The thrombus was suspected to have to been ingested during implant admission. The patient was reported to have been asymptomatic. The patient also had a transient ischemic attack (tia) without residual deficits. However, there was a small area on the head computed tomography scan (CT) that was consistent with stroke. The international normalized ration (inr) goal for this patient was 2.5-3.0. No additional information was provided.

Manufacturer narrative:
B5: additional information d1: brand name, corrected d3: updated d4, model number, catalog number, and primary UDI number, corrected g1: updated h6: health effect-clinical, health effect-impact, and medical device problem codes, updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications.. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists peripheral thromboembolic event and neurological dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists thromboembolism and stroke as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. Section 4 explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patients volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01154. This report is being submitted as additional information. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 12 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A transient low flow event was confirmed through the analysis of the submitted log files. Although a specific cause of this event could not be conclusively determined, it appears to indicate that something occluding the pump flow was ingested (possible thrombus ingestion) and was passed through the pump. However, a direct correlation between the device and the reported event of possible thrombus ingestion could not conclusively be established through this evaluation. The system controller event log file contained data from (B)(6) 2018. A transient low flow event was captured on (B)(6) 2018. During this event, estimated flow momentarily dropped down to 0 lpm, and following that the estimated flow gradually increased. Pump power was slightly increased and low flow hazard alarms were active during this event. As indicated by abbott technical service representative, during this event, it appears to indicate that something occluding the pump flow was ingested and was passed through the pump. The remainder of the file was unremarkable as the pump parameters were stable. The pump remained above the low speed limit and appeared to function as intended. The heartmate 3 lvas instructions for use (IFU) lists peripheral thromboembolic event and neurological dysfunction as adverse events that may be associated with the use of the hm3 lvas. Thromboembolism is listed as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms, including low flow hazard alarm, and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a decrease in flow and a ¿grinding¿ noise was heard from the pump. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage with parameters consistent with potential thrombosis. The patient was reported to have been asymptomatic. No additional information was provided.